Event description:
It was reported to medtronic minimed that the customer experienced pump error 68 (trace pointers are invalid), pump error 49 (history pointers failed. The history pointers are corrupted), pump error 23 (post-reset ram crc alarm), keypad/button unresponsive/button error. The event involved product(s) mmt-1886. Trouble shooting was performed and customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported receiving pump error 23. Pump was recently stored without a battery for 8hrs or error occurred immediately after battery change. Customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested, customer will discontinue to use the insulin pump and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The keypad was responsive during testing. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 68 and pump error 49 and pump error 23 occurred on (B)(6) 2024 07:41 in history file. Stuck key alarm was found on (B)(6) 2024 00:18--09:12 in history file. No stuck key alarm noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, stained serial label. Pump error 23 and pump error 68 and pump error 49 are not confirmed. Keypad unresponsive is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.